Manufacturer narrative:
Additional information has been provided. Complaint confirmed, the implants were returned disassembled. No abnormality was observed on the hand piece. Implant #1 was found to meet specifications and implant #2 was found to be damaged. Both implants were returned disassembled from the trocars. Complainant event of implant pulling out is most likely caused by not allowing the trailing suture to remain free and unobstructed during implant insertion, improper penetration depth and/or not following the deployment sequence as outlined in the surgical technique guides.

Event description:
It was reported that the second implant on the meniscal cinch, ar-4500, did not deploy. The whole construct had to be removed. Additional information obtained 6/19/19: procedure was a capsular disinsertion of the periphery of the posterior horn. Both implants deployed however the second implant did not stay in the tissue. The implants were removed from the patient and the surgeon chose to pass inside out, making a posterolateral incision of the knee to rescue the intra-articular points and be able to tie on the capsule. A total of 5 meniscal cinches were used. With the other four devices the implants came loose inside the device and the implants could not be carried into the tissue. Additional information obtained 8/5/19: it is reported that in this procedure the second implant of the device is not anchored in the tissue, so when the suture is tensioned to adjust the knot, it is returned and leaves the meniscus.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the second implant on the meniscal cinch, ar-4500, did not deploy. The whole construct had to be removed. Additional information obtained 6/19/19: procedure was a capsular disinsertion of the periphery of the posterior horn. Both implants deployed however the second implant did not stay in the tissue. The implants were removed from the patient and the surgeon chose to pass inside out, making a posterolateral incision of the knee to rescue the intra-articular points and be able to tie on the capsule. A total of 5 meniscal cinches were used. With the other four devices the implants came loose inside the device and the implants could not be carried into the tissue.